Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. The following information was provided by the initial reporter: liquid runs out on the syringe plunger.

Manufacturer narrative:
H.6. Investigation: one sealed sample of 50ll lot 1905216 was provided to our quality team for investigation. Through visual inspection of the sample, no damage was noted in the plunger rod or other components that could have caused a leak and no leakage was observed. Ten retained samples of 50ll lot 1905240 were evaluated. On visual inspection of these ten samples, no damage or molding defects can be observed and the stopper is correctly assembled. A leak test was also performed on the ten retained samples which met specifications. A device history record review found no non-conformances associated with this issue during production of the reported lots. Based upon the visual inspection of the retained samples, the sample received and the quality team's investigation, we were unable to determine the root cause for this incident.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. The following information was provided by the initial reporter: liquid runs out on the syringe plunger.